Event description:
A report was received that during a lead revision due to overstimulation, the leads that were implanted in the patient were damaged by the scrub tech. The patient will undergo a revision to replace the damaged leads with a paddle lead.